Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received under mw5097266. It was reported that patient suffered a subcapital fracture of her right hip. Bipolar hip placed on 2020. The bipolar hip assembly failed and was removed on 2020. It was replaced with another device. The second device failed and was replaced on 2020. Doi: (B)(6) 2020; dor: (B)(6) 2020; right hip.